Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm, off no power alarm, bad battery, weak battery alarm or battery icon anomaly noted, however pump had corroded battery tube. The insulin pump had cracked case at display window corners and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low battery alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for low battery was performed. Customer advised they changed the battery and the insulin pump turned off within a day. Customer advised the alarm was a recurring issue in addition to weak battery alarm and off no power alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.